Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to verify battery out limit alarm, low battery life due to button keypad anomaly. No moisture damage on electronics noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit after a battery change and had an unresponsive keypad. The blood glucose reading was 137 mg/dl. The customer was unable to clear the alarm due to the keypad issue. She noted that she kept the insulin pump in her bra, stating that the insulin pump may have been exposed to moisture. Advised replacement of the insulin pump. Nothing further reported.